Manufacturer narrative:
To date, this lv lead remains implanted without intervention. As no further information concerning this report is expected at this time, investigation is considered complete. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this transvenous left ventricular (lv) lead may have become dislodged. The local area sales representative noted that during vvi mode, it appeared that the lv beats were aligned with the right atrial beats. When pacing the lv at 7.5 volts, gets lv capture with the right ventricular beats 225 milliseconds later. There were no reported adverse patient effects associated with these clinical observations.